Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with baclofen with a dose of 990 mcg/day intrathecal therapy via an implanted pump. The type of baclofen, concentration, and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. The patient's medical history and concomitant medications were unknown. The patient's pump was stalling and the patient was experiencing baclofen withdrawal symptoms. The event was confirmed on the programmer and the pump began stalling on (B)(6) 2016. No environmental/external/patient factors led or contributed to the issue. Interventions include the pump was set to minimum rate, supplementing, and getting him into neurosurgery as soon as possible (asap). No surgical intervention was planned or had been scheduled. The issue was not resolved at the time of this report. Patient status at the time of this report was alive ¿ no injury. Follow-up is being conducted to obtain all information relevant to the event. A supplemental report will be provided as additional information becomes available. Additional information indicated that the pump was used to deliver gablofen 2000mcg/ml. The pump was being replaced on (B)(6) 2016 and was being returned for analysis.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.